Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was 24 mg/dl at the time of incident. The customer's sister stated that they were unconscious. The customer's sister reported that the emergency medical services came for the low blood glucose prior to hospitalization. The customer's sister stated that they were given insulin to treat the blood glucose. The customer's sister stated that they were wearing the insulin pump during hospitalization. The customer's sister declined to troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.